Event description:
The customer's mother reported via phone call that the insulin pump's screen was scrolling during bolus. Caller reported inserting a new battery, but the issue persisted. The customer's mother reported that the insulin pump had a battery out limit and then stopped responding. Blood glucose level at the time of the incident was 270 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and case at reservoir tube window corners.